Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the top and bottom cases as well as the left plunger case were damaged. Event history log review confirmed a plunger error occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the left plunger case damaged. The left plunger case was replaced along with all the plastic parts of the plunger head. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a plunger error. The event occurred during testing. There was no patient involvement and no patient harm.